Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room due to diabetic ketoacidosis and high blood glucose of 400mg/dl on (B)(6) 2018. Customer had symptoms like could not breathe, acid reflux, going in and out of consciousness. Customer was treated in emergency room and treated with insulin drip. Customer was wearing insulin pump during hospitalization. Customer declined troubleshoot for high blood glucose. Customer mentioned that they lost transmitter. Insulin pump will not be return for analysis.